Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported the right ventricular lead exhibited decreased r-wave amplitude sensing. The right ventricular lead was explanted and replaced with new lead. Patient condition was stable.